Event description:
It is reported that 13 insall/burstein knee revisions have occurred related to polyethylene wear, osteolysis and loosening.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://jbjs.org/content/96/18/e159. This report will be amended when our investigation is complete.